Event description:
During a hallu-fix s plate procedure, while screwing in a snap-off screw, two prongs broke off of the screwdriver. The surgeon was able to finish driving in six more screws but was disappointed in the quality of the screwdriver.